Manufacturer narrative:
The cause for the elevated discordant vancomycin patient result is unknown. There were no associated system errors noted in the event log. The customer declined a siemens field service evaluation visit. No further evaluation of the device is required.

Event description:
A discordant high advia centaur xp vancomycin patient result was obtained by the customer. The patient sample was diluted (1:2) and retested. The diluted sample result was lower and did not correlate with initial test result. The customer performed repeat testing (neat) and the test result correlated to the sample (1:2) dilution result. The repeat sample (neat) test result was reported to the physician. Patient treatment was not prescribe or altered. There was no report of adverse health consequences due to the elevated vancomycin results.